Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 18-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) regarding a patient receiving baclofen (2,000 mcg/ml, 100 mcg/day) via an implantable pump for intractable spasticity. The patient had cerebral palsy, scoliosis, stable epilepsy, global functional. It was reported the hcp was weaning the patient off of baclofen intrathecal. The pump and catheter were reported to "not be properly functioning", which was clarified when the hcp stated, "the patient has loculations of intrathecal space, the patient has not been getting medication". The issues were reported to have begun early (B)(6) 2018. The hcp reported they were transitioning the patient back to oral medications. The hcp also reported they would call back when the patient came back in for a follow up appointment to adjust to minimal rate and they will be planning to remove the pump. Additional information received on 2018-aug-14 from the initial reporting hcp stated they did not know if the loculations were caused or contributed to by the device or therapy. The hcp stated the patient had a history of surgeries, including pump surgeries, which may have contributed. The hcp stated there was nothing wrong with the pump or catheter. The hcp stated that no interventions were taken yet, but the patient was still being titrated down and they would probably remove the catheter. Additional information received on 2018-aug-16 reported that the hcp's were "theorizing loculations are present, but no imaging tests (i.e. CT with dye study) were ever done.

Event description:
On (B)(6) 2018, additional information was received from the healthcare professional (hcp) via the manufacturer representative (rep). It reported the current plan of care for the patient was to wean down baclofen and then explant the pump. On (B)(6) 2018, additional information was received from the rep. Clarification of which devices would be removed, date of explant and return were requested. The rep stated, "I am not aware of the pump and/or the catheter are going to be removed. The facility does not inform us of explants; if no rep is present, the devices will it be returned. There is no date for the surgery as this is a plan of care the physician communicated to her clinicians, but nothing has been defined".

Manufacturer narrative:
Product ID 8780, serial/lot#: (B)(4), implanted: (B)(6) 2016, product type catheter medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.